Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed calibration error and sensor error. Customer's sensor glucose reading was below 40 mg/dl but his blood glucose level was over 400 mg/dl. The sensor was bent. The customer was advised that the device would be replaced and agreed to return the product for analysis.